Manufacturer narrative:
Device is used for treatment, not diagnosis. Date of event: 2013 winter 17 (4):409-11. PMA/501k: cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Journal article: posterior hip dislocation associated with posterior wall acetabular fracture and ipsilateral intertrochantric fracture: a very rare case report, trauma monthly, 2013:17(4):409-11. Authors: ahmad yousefi, hami ashraf, ali mashhadinezhad and ali birjandinejad. Case report of a male patient who sustained the injury in a motorcycle accident. Patient underwent surgical reconstruction. Sciatic nerve was intact but compressed by a bone fragment. Patient was fixed with a dynamic hip screw. After 8 months there was no radiological sign of avascular necrosis, movements at the hip were terminally restricted and dorsal right foot remained numb. Patient was treated with conservative measures. It is unknown if this is a synthes device. This report is 1 of 1 for complaint (B)(4).